Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that post-implant, the physician noted pacing without capture and intrinsic beats not being sensed. The device was removed and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be good.